Manufacturer narrative:
Device was received with critical pump error 24 alarm after battery changed due to moisture damage on electronic assembly. Unable to verify pump error 23 or 40 due to critical pump error 24.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer reported that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarms. Customer was unable to do a self test. Customer got insulin pump error after inserting a brand new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.